Event description:
It was reported that there was a 1.5 hour delay in surgery after the nail and drill would not align properly.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.